Event description:
The customer reported a failed ECG cable and that they saw a solid line for an ECG waveform when powering on the device.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.